Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00389. It was reported the patient experienced lead migration (confirmed via x-rays). Reportedly, one lead migrated to the ipg pocket site while the second lead migrated to t10. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post operatively. Ipg was electively replaced.